Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a dented and bent needle, damage to the distal tip and negative lens, broken lenses and sidearm cone damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
D3 corrected: manufacturing name, city and address. This report was inadvertently submitted under manufacturer report number ¿(B)(4)¿, correct manufacturer report number is ¿(B)(4)¿.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip case the external lens of the scope cracked. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.